Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc performed after the event was low. A field service engineer (fse) was dispatched: the fse cleaned the flow-cell and flushed the reagent tubing with decontamination solution. The fse calibrated and checked qc. A clear root cause for this event has not been determined.

Event description:
A customer stated that sodium (na) and chloride (cl) results drifted low on synchron lx20 pro clinical system. When the low results were noticed, samples were repeated on a different instrument in the lab which generated higher results. Qa review of the data shows that the difference in cl recovery was within the precision of the assay. The customer forwarded 29 samples that had discrepant na results. Of the 29, the differences in 20 samples were within the precision of the assay. Of the total, 9 had been reported out of the lab and required amended results. Treatment was not initiated or withheld based upon the false low results reported.